Event description:
Sorin group (B) (4) received a report that a pt who had an emergency c section experienced excessive bleeding one hour post surgery. An electa autotransfusion machine was used to process the blood. Blood loss was approximately three liters. One liter of salvaged blood was returned to the pt.

Manufacturer narrative:
This event occurred at (B) (6) hospital in (B) (6). Sorin group (B) (4) mfrs the electa. This medwatch report is filed on behalf of sorin group (B) (4). Sorin group (B) (4) received a report that a pt who had an emergency c section experienced excessive bleeding one hour post surgery. An electa autotransfusion machine was used to process the blood. Blood loss was approx three liters. One liter of salvaged blood was returned to the pt. A total of nine bowls were processed. Although the device was not returned, the blood processing printout was returned for eval. The printout indicated that the volume processed per bowl was low. It also indicated that the wash volume had been substantially reduced. Both these parameters can impact the effectiveness of contaminate removal. The instructions for use, chapter 5, warning states "processing a partial bowl will result in lower hematocrit and may result in lower than expected removal of waste components. Clinician must assume responsibility for transfusion of partial bowl". The electa has two sensors that provide an indication of the wash quality when used with the appropriate program. The program automatically adjusts the parameters to provide the correct volume of wash. It is recommended that these parameters not be modified manually. The instructions for use, chapter 5, warning states "any manual intervention altering the automatic proceeding of a cycle....can induce lower performance and rbc loss". In addition, there are risks associated with using salvaged blood. The instructions for use, chapter 1, warning states "washed, packed red cells are depleted of clotting factors. Pts should be monitored for the presence of clotting abnormalities associated with the transfusion of large volumes of packed red blood cells without clotting factors. Physician should be prepared to institute the appropriate therapy". Based upon the investigation. Sorin group (B) (4) has determined that the cause of the excessive bleeding cannot be determined. They have concluded the phenomena could be related to post-operative risks associated with salvage blood autotransfusion. They have indicated that the appropriate warnings are present in the electa instructions for use.